Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that they had no further issues after a power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, universal surgical manipulator (usm) 1 had non-intuitive motion. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find any related errors. There was no reported injury.